Event description:
Reference number (B)(4). Event occurred in canada. It was reported that patient has low blood glucose event on (B)(6) 2026.the blood glucose levels was 2.7mmol/l.the event lasted for several hours and got treated with glucose tablets. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: canada.